Manufacturer narrative:
(B)(4).the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.a lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.(B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, the customer experienced excessive smoke and reported that they were concerned that the heating wire (cautery element) was exposed. The customer was re-educated on "keeping the jaws clean' and that the device is designed with exposed wires (cautery element). The hospital did not report any patient effects. The product is returning. (B)(4). Customer complained of excessive smoke. I re-educated on keeping jaws clean etc. Concerned on exposed wires which I re-educated the harvester that the wires sit on the jaws and exposed. Please ship replacement to the account.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the customer experienced excessive smoke and reported that they were concerned that the heating wire (cautery element) was exposed. The customer was re-educated on "keeping the jaws clean' and that the device is designed with exposed wires (cautery element). The hospital did not report any patient effects. The product is returning. Customer complained of excessive smoke. I re-educated on keeping jaws clean etc. Concerned on exposed wires which I re-educated the harvester that the wires sit on the jaws and exposed. Please ship replacement to the account.